Manufacturer narrative:
A field service engineer (fse) went on site and confirmed that customer's issue (proximal sensor error). The fse checked with another good patient circuit and found machine working fine. Per the good faith effort (gfe) response, it was reported that no parts were replaced, and the issue was resolved after connecting to a new circuit.

Manufacturer narrative:
There was no patient involvement at the time of the event. No patient or user harm reported.

Event description:
It was reported that the device received a proximal sensor error. It is unknown how the issue was observed; however, no patient or user harm reported.

Manufacturer narrative:
(B)(6).